Event description:
It was reported the customer had a crack on their insulin pump's screen. The customer stated the crack was located on the upper left hand corner of the screen. The customer also reported moisture inside the insulin pump and on the lcd screen. It was also found the crack extends towards the battery compartment. Customer's blood glucose was 255 mg/dl. Customer had treated their blood glucose with a bolus. The customer could not recall how the damage had occurred. It was also found the customer's keypad became unresponsive during troubleshooting. A button error alarm also occurred during troubleshooting. Customer declined to troubleshoot any further. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump had h minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and, cracked battery tube threads.